Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the down arrow keypad button was under responsive. Furthermore, the keypad was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be torn in multiple places and peeling off the casing. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was cracked.